Event description:
A malfunction alarm was reported, with the display showing a high blood glucose value exceeding 500 mg/dl. No specific actions were taken by the customer to address the high blood glucose level, and no assistance from a third party was required. Tandem technical support resolved the issue by sending a pump replacement with updated software. The customer was advised on steps regarding the replacement pump and acknowledged storage mode instructions.